Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cluster failures on half-height cubie drawers 2.1, 3.1, and 4.2. A field service engineer (fse) reseated the row board cable at both the controller board and the cubie trays. After completing the repair, the fse was unable to recreate any errors or failures in the main application or the test application. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6) hospital.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie failed on multiple drawers immediately after cubie lid opened. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.